Manufacturer narrative:
The fsr replaced the depleted batteries. The power cord strain relief was found loose and the fsr tightened it. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the heart lung machine (hlm) batteries were depleted. There was no patient involvement.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.